Event description:
The customer reported a device error service required message and a red x, which could not be cleared. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.